Event description:
An endurant ii stent graft system was implanted in a patient endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that there was a proximal type I endoleak. The physician elected to implant 10 heli-fx aptus endoanchors into the endurant stent graft in the proximal aortic neck. The final angiogram revealed that proximal type I endoleak was resolved. The physician stated the proximal type I endoleak was due to the conical nature of the anatomy and the anterior angulation of the proximal seal zone. The physician stated that he felt that the bifurcated stent graft had landed to low during index procedure. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.